Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+1.5/080 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. The lens was implanted, removed, and replaced intraoperatively with a shorter lens due to excessive vault. The problem is resolved. The cause of the event is reported as unknown.